Event description:
Information received indicates the call bell is not working.

Manufacturer narrative:
The technician found a wire pulled from the pin on the communication cable. The technician re-attached the wire to repair the bed.